Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a compromised force sensor system alarm when they were changing the insulin pump¿s reservoir. The customer¿s blood glucose level was 150 mg/dl. No further details were given. The device will not be returned for analysis.